Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 241mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.